Event description:
It was reported that there was a possibility of overdose. Event occurred during patient use and during infusion. There was known patient involvement, and there were no signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Visual evaluation found that the dose code connector had no nut. Service history review identified the complaint was not related to a previous service of the device within the review period. Review of event log could not confirm that there was no record of the related customer reported issue. Primary reported problem of flow accuracy issue was not replicated. The pump accuracy was within specification. Device was returned to customer unrepaired.